Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual and tactile examination of the returned device identified no kinks or damages along the shaft. An examination of the crimped stent found that a stent strut was partially lifted on the fourth row from the distal end of the stent. No other damage was noted along the length of the stent. An examination of the balloon found no signs that the balloon may have been subjected to any positive pressures. The balloon was tightly folded around the shaft. An examination of the tip section of the device found no issues with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in the iliac artery. A 6.0x40x135cm express¿ ld vascular stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.